Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 50 mg/dl. Reportedly, the customer entered too many units when requesting a bolus. A protein drink, glucose tablets, and crackers were consumed to treat bg. The customer verified pump was working as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.